Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that a no delivery alarm was received on the customer's insulin pump. While trying to clear the alarm, it was stated that the buttons did not seem to respond. The battery was changed and the insulin pump again alarmed no delivery and the alarm could not be cleared. The customer's blood glucose was 363 mg/dl. During troubleshooting, the no delivery alarm issue was resolved as insulin exited the tubing and the insulin pump did not alarm. Replacement of the insulin pump was declined, as it was stated that the buttons seemed to be working fine at that point. Nothing further was reported.